Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he has experienced "dysphotopsia", light scattering from edge of the lens; and states "I cannot live this way." Additional information was requested.